Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the log file shows technical failure 401 beginning on (B)(6) 2021, as well as numerous errors and a warning calibration press gain calibration; insp valve test started 4 times since 18.02.2021 and failed repeatedly. Vyaire medical advised the customer to check screen 1 and obtain a blower to perform the test, and that they are factory trained and can open the unit to confirm the problem. After all, the customer stated that no repairs had been made and that the unit had never been opened. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is consistently displaying an alarm 401- "inspiration valve or device leaky" when the device is turned on, preventing the ventilator from being used. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The reason for alarm 401 is "error 4" that means "too low of unstable blower pressure". This means that alarm 401 is only a consequence of the blower failure. Software v6.0.1400.0 was installed at the time when the alarms started to trigger. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused the damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.